Event description:
It was reported that the patient experienced urethral atrophy due to the device with an artificial urinary sphincter (aus). The aus was explanted and no new device was implanted because of the atrophy. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the patient experienced atrophy, patient code updated. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 06:01 pm CT. The report number is being corrected from: 2183959-2018-61604 to: 2183959-2018-60979.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). The ipp was explanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.